Event description:
Report was received that while pt was connected to ventilator, pt became disconnected and unit did not alarm.

Manufacturer narrative:
The reported event occurred in 2007. Over the subsequent 21.5 hrs (approx), the pt had cardiopulmonary arrests and ultimately expired on the next day.